Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000374237 history record review was completed. There was one (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cutting toggle malfunctioned upon opening; the toggle was not able to open and close the jaws. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4: from (B)(4) to (B)(4).

Event description:
N/a.